Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/ localised pain / chronic pelvic pain female"), embedded device ("essure micro-insert embedded in cornus") and device dislocation ("essure devices had migrated further into the tube") in a 31 year-old female patient who had essure inserted (lot no. C12707) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Other product or product use issues identified: complication of device removal ("coils were left in each side, leading to a further removal"). The patient had a medical history of parity 6, intermenstrual bleeding, post coital bleeding, penicillin allergy, asthma, dyspepsia, hiatus hernia and c-section (3 times). As concurrent condition the report mentioned migraine (associated with vomiting and photophobia) since 2003. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), fatigue ("fatigue"), intermenstrual bleeding ("spotting between menstrual periods"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating"), anxiety ("anxiety"), dysmenorrhoea ("first menstrual period after implantation with the device was noticeably painful, heavy, and lasted longer than usual") and heavy menstrual bleeding ("first menstrual period after implantation with the device was noticeably painful, heavy, and lasted longer than usual") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of bilateral essure devices / laparoscopic salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, fatigue, weight increased, intermenstrual bleeding, abdominal pain, back pain, abdominal distension, anxiety, dysmenorrhoea and heavy menstrual bleeding had resolved. The outcomes for embedded device and device dislocation were unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, device dislocation, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain and weight increased to be related to essure administration. The reporter commented: essure insertion details: findings: essure hysteroscopic sterilisation. 3 ml saline hysteroscopy. Good view. Normal cavity. Essure device inserted into each fallopian tube. 5 coils on right, 8 coils on left. Operative note: patient underwent an essure hysteroscopic out-patient sterilisation today ((B)(6) 2014). The procedure was completed without any complications. Essure removal details: procedures: removal of bilateral essure devices; laparoscopic salpingectomy findings: omental adhesions inferior to umbilicus - not involving bowel; upper abdo - nad; uterus nad; ovaries/pod - nad; both tubes normal but essure devices seen within tubes procedure in detail: diagnostic laparoscopy - findings as noted left salpingectomy with' bipolar diathermy and scissors. - scissors to cut around essure - coil embedded within cornu of uterus. Removed under direct vision with grasper. - no fracture of the coil which was removed under direct vision through the lif port - remainder of the device remained embedded in the tube. Procedure repeated on right side. Again 1 coil remained embedded in the cornu of the uterus and removed the same both tubes with essure devices removed in small lap bag through umbilical port hemostasis' with diathermy to bleeding points on cornu of uterus. All her symptoms have resolved. Insertion date: (B)(6) 2015 (per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] on (B)(6) 2015: transvaginal ultrasound normal uterus and ovaries both essure coils seen correctly placed.; on (B)(6) 2015: she had an essure hysteroscopic sterilization 3 months ago. On scan today both coils were seen both correctly placed and she can discontinue contraception if she wishes; on (B)(6) 2015: ta/tv scans: normal sized anteverted uterus measures 7.5 ems long arid contains a homogenous myornetrium. No fibroids right and left essure devices seen extending to the cornue of the uterus. It is difficult to be sure but they appear to be extending into the cavity. Both ovaries are normal in size and appearance. Right ovary contains 1.5 cms dominant follicle consistent with week 2 of her menstrual cycle.; on (B)(6) 2015: essure devices correctly located partially in the tubes and partially within the uterine cavity.; on (B)(6) 2016: normal anteverted uterus with a thickened endometrium measuring 11.2 mm consistent with the stage in the patients cycle. A thin film of fluid noted in otherwise normal endometrium. Both ovaries are identified and appear normal. A dominant follicle measuring 22mm seen in the right ovary. No adnexal masses or free pelvic fluid.; on (B)(6) 2016: chaperone ds present. Lmp 4 weeks ago normal anteverted uterus with a thickened endometrium measuring 11.2mm consistent with the stage in the patients cycle. A thin film of fluid noted in otherwise norm al endometrium. Both ovaries are identified and appear normal. A dominant follicle measuring 22mm seen in the right ovary. No adnexal masses or free pelvic fluid; in 2019: devices were in the intramural part of each fallopian tube and that migration had occurred.; on (B)(6) 2019: normal sized anteverted uterus with a thin endometrium measuring 5 mm. Essure devices are seen in the intramural part of each fallopian tube. Both ovaries are identified and appear normal. No adnexal masses or free pelvic fluid batch no: c12707, production date: 2014-01-13, and expiration date: 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-sep-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ localised pain / chronic pelvic pain female') and embedded device ('essure micro-insert embedded in cornus') in a 31-year-old female patient who had essure (batch no. C12707) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (3 times), hiatus hernia, dyspepsia, asthma and penicillin allergy. Concurrent conditions included migraine (associated with vomiting and photophobia) since (B)(6) 2003. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), fatigue ("fatigue") and complication of device removal ("coils were left in each side, leading to a further removal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of bilateral essure devices / laparoscopic salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and complication of device removal outcome was unknown and the genital haemorrhage, fatigue and weight increased had resolved. The reporter considered complication of device removal, embedded device, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: essure insertion details: findings: essure hysteroscopic sterilisation. 3 ml saline hysteroscopy. Good view. Normal cavity. Essure device inserted into each fallopian tube. 5 coils on right, 8 coils on left. Operative note: patient underwent an essure hysteroscopic out-patient sterilisation today ((B)(6) 2014). The procedure was completed without any complications. Essure removal details: procedures: removal of bilateral essure devices; laparoscopic salpingectomy findings: omental adhesions inferior to umbilicus - not involving bowel; upper abdo - nad; uterus nad; ovaries/pod - nad; both tubes normal but essure devices seen within tubes procedure in detail: diagnostic laparoscopy findings as noted left salpingectomy with' bipolar diathermy and scissors. Scissors to cut around essure coil embedded within cornu of uterus. Removed under direct vision with grasper. - no fracture of the coil which was removed under direct vision through the lif port remainder of the device remained embedded in the tube. Procedure repeated on right side. Again 1 coil remained embedded in the cornu of the uterus and removed the same both tubes with essure devices removed in small lap bag through umbilical port hemostasis' with diathermy to bleeding points on cornu of uterus. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: transvaginal ultrasound normal uterus and ovaries. Both essure coils seen correctly placed.; on (B)(6) 2015: ta/tv scans: normal sized anteverted uterus measures 7.5 ems long arid contains a homogenous myornetrium. No. Fibroids right and left essure devices seen extending to the cornue of the uterus. It is difficult to be sure but they appear to be extending into the cavity. Both ovaries are normal in size and appearance. Right ovary contains 1.5 cms dominant follicle consistent with week 2 of her menstrual cycle.; on (B)(6) 2015: essure devices correctly located partially in the tubes and partially within the uterine cavity.; on (B)(6) 2016: normal anteverted uterus with a thickened endometrium measuring 11.2 mm consistent with the stage in the patients cycle. A thin film of fluid noted in otherwise normal endometrium. Both ovaries are identified and appear normal. A dominant follicle measuring 22mm seen in the right ovary. No adnexal masses or free pelvic fluid.; on (B)(6) 2016: chaperone (B)(6) present. Lmp 4 weeks ago normal anteverted uterus with a thickened endometrium measuring 11.2mm consistent with the stage in the patients cycle. A thin film of fluid noted in otherwise normal endometrium. Both ovaries are identified and appear normal. A dominant follicle measuring 22mm seen in the right ovary. No adnexal masses or free pelvic fluid; on (B)(6) 2019: normal sized anteverted uterus with a thin endometrium measuring 5 mm. Essure devices are seen in the intramural part of each fallopian tube. Both ovaries are identified and appear normal. No adnexal masses or free pelvic fluid. Batch no c12707 , production date 2014-01-13, expiration date 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ localised pain / chronic pelvic pain female') and embedded device ('essure micro-insert embedded in cornus') in a 31-year-old female patient who had essure (batch no. C12707) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (3 times), hiatus hernia, dyspepsia, asthma and penicillin allergy. Concurrent conditions included migraine (associated with vomiting and photophobia) since (B)(6) 2003. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), fatigue ("fatigue"), complication of device removal ("coils were left in each side, leading to a further removal"), intermenstrual bleeding ("spotting between menstrual periods"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating"), anxiety ("anxiety"), dysmenorrhoea ("first menstrual period after implantation with the device was noticeably painful, heavy, and lasted longer than usual") and heavy menstrual bleeding ("first menstrual period after implantation with the device was noticeably painful, heavy, and lasted longer than usual") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of bilateral essure devices / laparoscopic salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, weight increased, intermenstrual bleeding, abdominal pain, back pain, abdominal distension, anxiety, dysmenorrhoea and heavy menstrual bleeding had resolved and the embedded device and complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, complication of device removal, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain and weight increased to be related to essure. The reporter commented: essure insertion details: findings: essure hysteroscopic sterilisation. 3 ml saline hysteroscopy. Good view. Normal cavity. Essure device inserted into each fallopian tube. 5 coils on right, 8 coils on left. Operative note: patient underwent an essure hysteroscopic out-patient sterilisation today ((B)(6) 2014). The procedure was completed without any complications. Essure removal details: procedures: removal of bilateral essure devices; laparoscopic salpingectomy findings: omental adhesions inferior to umbilicus - not involving bowel; upper abdo - nad; uterus nad; ovaries/pod - nad; both tubes normal but essure devices seen within tubes. Procedure in detail: diagnostic laparoscopy. Findings as noted left salpingectomy with' bipolar diathermy and scissors. Scissors to cut around essure. Coil embedded within cornu of uterus. Removed under direct vision with grasper. - no fracture of the coil which was removed under direct vision through the lif port - remainder of the device remained embedded in the tube. Procedure repeated on right side. Again 1 coil remained embedded in the cornu of the uterus and removed the same both tubes with essure devices removed in small lap bag through umbilical port hemostasis' with diathermy to bleeding points on cornu of uterus. All her symptoms have resolved. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: transvaginal ultrasound normal uterus and ovaries both essure coils seen correctly placed.; on (B)(6) 2015: ta/tv scans: normal sized anteverted uterus measures 7.5 ems long arid contains a homogenous myornetrium. No fibroids right and left essure devices seen extending to the cornue of the uterus. It is difficult to be sure but they appear to be extending into the cavity. Both ovaries are normal in size and appearance. Right ovary contains 1.5 cms dominant follicle consistent with week 2 of her menstrual cycle.; on (B)(6) 2015: essure devices correctly located partially in the tubes and partially within the uterine cavity.; on (B)(6) 2016: normal anteverted uterus with a thickened endometrium measuring 11.2 mm consistent with the stage in the patients cycle. A thin film of fluid noted in otherwise normal endometrium. Both ovaries are identified and appear normal. A dominant follicle measuring 22mm seen in the right ovary. No adnexal masses or free pelvic fluid.; on (B)(6) 2016: chaperone ds present. Lmp 4 weeks ago normal anteverted uterus with a thickened endometrium measuring 11.2mm consistent with the stage in the patients cycle. A thin film of fluid noted in otherwise norm al endometrium. Both ovaries are identified and appear normal. A dominant follicle measuring 22mm seen in the right ovary. No adnexal masses or free pelvic fluid; on (B)(6) 2019: normal sized anteverted uterus with a thin endometrium measuring 5 mm. Essure devices are seen in the intramural part of each fallopian tube. Both ovaries are identified and appear normal. No adnexal masses or free pelvic fluid. Batch no c12707 production date 2014-01-13 expiration date 2017-01-31 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jul-2021: summons received. Reporter address added, date of insertion updated. Events: spotting between menstrual periods, abdominal pain, back pain, bloating, anxiety, first menstrual period after implantation with the device was noticeably painful, heavy and lasted longer than usual added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/ localised pain / chronic pelvic pain female"), embedded device ("essure micro-insert embedded in cornus") and device dislocation ("essure devices had migrated further into the tube") in a 31 year-old female patient who had essure inserted (lot no. C12707) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Other product or product use issues identified: complication of device removal ("coils were left in each side, leading to a further removal"). The patient had a medical history of parity 6, intermenstrual bleeding, post coital bleeding, penicillin allergy, asthma, dyspepsia, hiatus hernia and c-section (3 times). As concurrent condition the report mentioned migraine (associated with vomiting and photophobia) since 2003. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), fatigue ("fatigue"), intermenstrual bleeding ("spotting between menstrual periods"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating"), anxiety ("anxiety"), dysmenorrhoea ("first menstrual period after implantation with the device was noticeably painful, heavy, and lasted longer than usual") and heavy menstrual bleeding ("first menstrual period after implantation with the device was noticeably painful, heavy, and lasted longer than usual") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of bilateral essure devices / laparoscopic salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, fatigue, weight increased, intermenstrual bleeding, abdominal pain, back pain, abdominal distension, anxiety, dysmenorrhoea and heavy menstrual bleeding had resolved. The outcomes for embedded device and device dislocation were unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, device dislocation, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain and weight increased to be related to essure administration. The reporter commented: essure insertion details: findings: essure hysteroscopic sterilisation. 3 ml saline hysteroscopy. Good view. Normal cavity. Essure device inserted into each fallopian tube. 5 coils on right, 8 coils on left. Operative note: patient underwent an essure hysteroscopic out-patient sterilisation today ((B)(6) 2014). The procedure was completed without any complications. Essure removal details: procedures: removal of bilateral essure devices; laparoscopic salpingectomy findings: omental adhesions inferior to umbilicus - not involving bowel; upper abdo - nad; uterus nad; ovaries/pod - nad; both tubes normal but essure devices seen within tubes procedure in detail: diagnostic laparoscopy - findings as noted left salpingectomy with' bipolar diathermy and scissors. - scissors to cut around essure. - coil embedded within cornu of uterus. Removed under direct vision with grasper. - no fracture of the coil which was removed under direct vision through the lif port - remainder of the device remained embedded in the tube. Procedure repeated on right side. Again 1 coil remained embedded in the cornu of the uterus and removed the same both tubes with essure devices removed in small lap bag through umbilical port hemostasis' with diathermy to bleeding points on cornu of uterus. All her symptoms have resolved. Insertion date: (B)(6) 2015 (per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] on (B)(6) 2015: transvaginal ultrasound normal uterus and ovaries both essure coils seen correctly placed.; on (B)(6) 2015: she had an essure hysteroscopic sterilization 3 months ago. On scan today both coils were seen both correctly placed and she can discontinue contraception if she wishes; on (B)(6) 2015: ta/tv scans: normal sized anteverted uterus measures 7.5 ems long arid contains a homogenous myornetrium. No fibroids right and left essure devices seen extending to the cornue of the uterus. It is difficult to be sure but they appear to be extending into the cavity. Both ovaries are normal in size and appearance. Right ovary contains 1.5 cms dominant follicle consistent with week 2 of her menstrual cycle.; on (B)(6) 2015: essure devices correctly located partially in the tubes and partially within the uterine cavity.; on (B)(6) 2016: normal anteverted uterus with a thickened endometrium measuring 11.2 mm consistent with the stage in the patients cycle. A thin film of fluid noted in otherwise normal endometrium. Both ovaries are identified and appear normal. A dominant follicle measuring 22mm seen in the right ovary. No adnexal masses or free pelvic fluid.; on (B)(6) 2016: chaperone ds present. Lmp 4 weeks ago normal anteverted uterus with a thickened endometrium measuring 11.2mm consistent with the stage in the patients cycle. A thin film of fluid noted in otherwise norm al endometrium. Both ovaries are identified and appear normal. A dominant follicle measuring 22mm seen in the right ovary. No adnexal masses or free pelvic fluid; in 2019: devices were in the intramural part of each fallopian tube and that migration had occurred.; on (B)(6) 2019: normal sized anteverted uterus with a thin endometrium measuring 5 mm. Essure devices are seen in the intramural part of each fallopian tube. Both ovaries are identified and appear normal. No adnexal masses or free pelvic fluid. Batch no: c12707, production date: 2014-01-13 and expiration date: 2017-01-31. The most recent follow-up information incorporated above includes data received on: 21-sep-2022: medical records received. Reporter information, patient medical history, lab data, reporter causality comment, event: essure devices had migrated further into the tube added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/ localised pain / chronic pelvic pain female"), embedded device ("essure micro-insert embedded in cornus") and device dislocation ("essure devices had migrated further into the tube") in a 31 year-old female patient who had essure inserted (lot no. C12707) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("coils were left in each side, leading to a further removal"). The patient had a medical history of back pain, dyspareunia, multi gravida, pelvic pain, parity 6, intermenstrual bleeding, post coital bleeding, penicillin allergy, asthma, dyspepsia, hiatus hernia and c-section (3 times). As concurrent condition the report mentioned migraine (associated with vomiting and photophobia) since 2003. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), fatigue ("fatigue"), intermenstrual bleeding ("spotting between menstrual periods"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating"), anxiety ("anxiety"), dysmenorrhoea ("first menstrual period after implantation with the device was noticeably painful, heavy, and lasted longer than usual"), heavy menstrual bleeding ("first menstrual period after implantation with the device was noticeably painful, heavy, and lasted longer than usual"), abdominal pain lower ("pain"), device intolerance ("inability to tolerate the device.") And mental disorder ("psychological issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of bilateral essure devices / laparoscopic salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, fatigue, weight increased, intermenstrual bleeding, abdominal pain, back pain, abdominal distension, anxiety, dysmenorrhoea and heavy menstrual bleeding had resolved. The outcomes for embedded device and device dislocation were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, device dislocation, device intolerance, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, mental disorder, pelvic pain and weight increased to be related to essure administration. The reporter commented: essure insertion details: findings: essure hysteroscopic sterilisation. 3 ml saline hysteroscopy. Good view. Normal cavity. Essure device inserted into each fallopian tube. 5 coils on right, 8 coils on left. Operative note: patient underwent an essure hysteroscopic out-patient sterilisation today ((B)(6) 2014). The procedure was completed without any complications. Essure removal details: procedures: removal of bilateral essure devices; laparoscopic salpingectomy. Findings: omental adhesions inferior to umbilicus - not involving bowel; upper abdo - nad; uterus nad; ovaries/pod - nad; both tubes normal but essure devices seen within tubes. Procedure in detail: diagnostic laparoscopy: findings as noted left salpingectomy with' bipolar diathermy and scissors. Scissors to cut around essure. Coil embedded within cornu of uterus. Removed under direct vision with grasper. No fracture of the coil which was removed under direct vision through the lif port remainder of the device remained embedded in the tube. Procedure repeated on right side. Again 1 coil remained embedded in the cornu of the uterus and removed the same both tubes with essure devices removed in small lap bag through umbilical port hemostasis' with diathermy to bleeding points on cornu of uterus. All her symptoms have resolved. Insertion date: (B)(6) 2015 (per mr discrepancy noted) 5 coils on right, 8 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.69 kg/sqm. [Ultrasound abdomen] on (B)(6) 2016: gallbladder contains at least two calculi. Largest measures 1.5 cms. No gallbladder wall thickening, summary: two gallstones. No duct dilatation or gallbladder wall thickening. [Ultrasound pelvis] on (B)(6) 2015: transvaginal ultrasound normal uterus and ovaries both essure coils seen correctly placed.; on (B)(6) 2015: she had an essure hysteroscopic sterilization 3 months ago. On scan today both coils were seen both correctly placed and she can discontinue contraception if she wishes; on (B)(6) 2015: ta/tv scans: normal sized anteverted uterus measures 7.5 ems long arid contains a homogenous myornetrium. No fibroids right and left essure devices seen extending to the cornue of the uterus. It is difficult to be sure but they appear to be extending into the cavity. Both ovaries are normal in size and appearance. Right ovary contains 1.5 cms dominant follicle consistent with week 2 of her menstrual cycle.; on (B)(6) 2015: essure devices correctly located partially in the tubes and partially within the uterine cavity.; on (B)(6) 2016: normal anteverted uterus with a thickened endometrium measuring 11.2 mm consistent with the stage in the patients cycle. A thin film of fluid noted in otherwise normal endometrium. Both ovaries are identified and appear normal. A dominant follicle measuring 22mm seen in the right ovary. No adnexal masses or free pelvic fluid.; on (B)(6) 2016: chaperone ds present. Lmp 4 weeks ago normal anteverted uterus with a thickened endometrium measuring 11.2mm consistent with the stage in the patients cycle. A thin film of fluid noted in otherwise norm al endometrium. Both ovaries are identified and appear normal. A dominant follicle measuring 22mm seen in the right ovary. No adnexal masses or free pelvic fluid; in 2019: devices were in the intramural part of each fallopian tube and that migration had occurred.; on (B)(6) 2019: normal sized anteverted uterus with a thin endometrium measuring 5 mm. Essure devices are seen in the intramural part of each fallopian tube. Both ovaries are identified and appear normal. No adnexal masses or free pelvic fluid batch no c12707, production date 2014-01-13, expiration date 2017-01-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:lower abdominal pain,inability to tolerate the device,mental disorder. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: new event added;lower abdominal pain,inability to tolerate the device,mental disorder.reporters,medical history,lab data,patient information,lot no.,added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/ localised pain/chronic pelvic pain female"), embedded device ("essure micro-insert embedded in cornus") and device dislocation ("essure devices had migrated further into the tube") in a 31 year-old female patient who had essure inserted (lot no. C12707) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("coils were left in each side, leading to a further removal"). The patient had a medical history of back pain, dyspareunia, multi gravida, pelvic pain, parity 6, intermenstrual bleeding, post coital bleeding, penicillin allergy, asthma, dyspepsia, hiatus hernia and c-section (3 times). As concurrent condition the report mentioned migraine (associated with vomiting and photophobia) since 2003. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), fatigue ("fatigue"), intermenstrual bleeding ("spotting between menstrual periods"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating"), anxiety ("anxiety"), dysmenorrhoea ("first menstrual period after implantation with the device was noticeably painful, heavy, and lasted longer than usual"), heavy menstrual bleeding ("first menstrual period after implantation with the device was noticeably painful, heavy, and lasted longer than usual"), abdominal pain lower ("pain"), device intolerance ("inability to tolerate the device.") And mental disorder ("psychological issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of bilateral essure devices/laparoscopic salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, fatigue, weight increased, intermenstrual bleeding, abdominal pain, back pain, abdominal distension, anxiety, dysmenorrhoea and heavy menstrual bleeding had resolved. The outcomes for embedded device and device dislocation were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, device dislocation, device intolerance, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, mental disorder, pelvic pain and weight increased to be related to essure administration. The reporter commented: essure insertion details: findings: essure hysteroscopic sterilisation. 3 ml saline hysteroscopy. Good view. Normal cavity. Essure device inserted into each fallopian tube. 5 coils on right, 8 coils on left. Operative note: patient underwent an essure hysteroscopic out-patient sterilisation today ((B)(6) 2014). The procedure was completed without any complications. Essure removal details: procedures: removal of bilateral essure devices; laparoscopic salpingectomy findings: omental adhesions inferior to umbilicus : not involving bowel; upper abdo: nad; uterus nad; ovaries/pod: nad; both tubes normal but essure devices seen within tubes. Procedure in detail: diagnostic laparoscopy. Findings as noted left salpingectomy with' bipolar diathermy and scissors. Scissors to cut around essure. Coil embedded within cornu of uterus. Removed under direct vision with grasper. No fracture of the coil which was removed under direct vision through the lif port. Remainder of the device remained embedded in the tube. Procedure repeated on right side. Again 1 coil remained embedded in the cornu of the uterus and removed the same both tubes with essure devices removed in small lap bag through umbilical port hemostasis' with diathermy to bleeding points on cornu of uterus. All her symptoms have resolved. Insertion date: (B)(6) 2015 (per mr discrepancy noted). 5 coils on right, 8 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.69 kg/sqm. [Ultrasound abdomen] on (B)(6) 2016: gallbladder contains at least two calculi. Largest measures 1.5 cms. No gallbladder wall thickening, summary: two gallstones. No duct dilatation or gallbladder wall thickening. [Ultrasound pelvis] on (B)(6) 2015: transvaginal ultrasound normal uterus and ovaries. Both essure coils seen correctly placed. On (B)(6) 2015: she had an essure hysteroscopic sterilization 3 months ago. On scan today both coils were seen both correctly placed and she can discontinue contraception if she wishes; on (B)(6) 2015: ta/tv scans: normal sized anteverted uterus measures 7.5 ems long arid contains a homogenous myornetrium. No fibroids right and left essure devices seen extending to the cornue of the uterus. It is difficult to be sure but they appear to be extending into the cavity. Both ovaries are normal in size and appearance. Right ovary contains 1.5 cms dominant follicle consistent with week 2 of her menstrual cycle. On (B)(6) 2015: essure devices correctly located partially in the tubes and partially within the uterine cavity. On (B)(6) 2016: normal anteverted uterus with a thickened endometrium measuring 11.2 mm consistent with the stage in the patients cycle. A thin film of fluid noted in otherwise normal endometrium. Both ovaries are identified and appear normal. A dominant follicle measuring 22mm seen in the right ovary. No adnexal masses or free pelvic fluid. On (B)(6) 2016: chaperone ds present. Lmp 4 weeks ago normal anteverted uterus with a thickened endometrium measuring 11.2mm consistent with the stage in the patients cycle. A thin film of fluid noted in otherwise norm al endometrium. Both ovaries are identified and appear normal. A dominant follicle measuring 22mm seen in the right ovary. No adnexal masses or free pelvic fluid; in 2019: devices were in the intramural part of each fallopian tube and that migration had occurred. On (B)(6) 2019: normal sized anteverted uterus with a thin endometrium measuring 5 mm. Essure devices are seen in the intramural part of each fallopian tube. Both ovaries are identified and appear normal. No adnexal masses or free pelvic fluid. Batch no: c12707. Production date: 2014-01-13. Expiration date: 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/ localised pain / chronic pelvic pain female"), embedded device ("essure micro-insert embedded in cornus") and device dislocation ("essure devices had migrated further into the tube") in a 31 year-old female patient who had essure inserted (lot no. C12707) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("coils were left in each side, leading to a further removal"). The patient had a medical history of back pain, dyspareunia, multi gravida, pelvic pain, parity 6, intermenstrual bleeding, post coital bleeding, penicillin allergy, asthma, dyspepsia, hiatus hernia and c-section (3 times). As concurrent condition the report mentioned migraine (associated with vomiting and photophobia) since 2003. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), fatigue ("fatigue"), intermenstrual bleeding ("spotting between menstrual periods"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating"), anxiety ("anxiety"), dysmenorrhoea ("first menstrual period after implantation with the device was noticeably painful, heavy, and lasted longer than usual"), heavy menstrual bleeding ("first menstrual period after implantation with the device was noticeably painful, heavy, and lasted longer than usual"), abdominal pain lower ("pain"), device intolerance ("inability to tolerate the device.") And mental disorder ("psychological issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of bilateral essure devices / laparoscopic salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, fatigue, weight increased, intermenstrual bleeding, abdominal pain, back pain, abdominal distension, anxiety, dysmenorrhoea and heavy menstrual bleeding had resolved. The outcomes for embedded device and device dislocation were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, device dislocation, device intolerance, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, mental disorder, pelvic pain and weight increased to be related to essure administration. The reporter commented: essure insertion details: findings: essure hysteroscopic sterilisation. 3 ml saline hysteroscopy. Good view. Normal cavity. Essure device inserted into each fallopian tube. 5 coils on right, 8 coils on left. Operative note: patient underwent an essure hysteroscopic out-patient sterilisation today ((B)(6) 2014). The procedure was completed without any complications. Essure removal details: procedures: removal of bilateral essure devices; laparoscopic salpingectomy findings: omental adhesions inferior to umbilicus - not involving bowel; upper abdo - nad; uterus nad; ovaries/pod - nad; both tubes normal but essure devices seen within tubes procedure in detail: diagnostic laparoscopy. Findings as noted left salpingectomy with' bipolar diathermy and scissors. Scissors to cut around essure coil embedded within cornu of uterus. Removed under direct vision with grasper. - no fracture of the coil which was removed under direct vision through the lif port remainder of the device remained embedded in the tube. Procedure repeated on right side. Again 1 coil remained embedded in the cornu of the uterus and removed the same both tubes with essure devices removed in small lap bag through umbilical port hemostasis' with diathermy to bleeding points on cornu of uterus. All her symptoms have resolved. Insertion date: (B)(6) 2015 (per mr discrepancy noted) 5 coils on right, 8 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.69 kg/sqm. [Ultrasound abdomen] on (B)(6) 2016: gallbladder contains at least two calculi. Largest measures 1.5 cms. No gallbladder wall thickening, summary: two gallstones. No duct dilatation or gallbladder wall thickening. [Ultrasound pelvis] on (B)(6) 2015: transvaginal ultrasound normal uterus and ovaries both essure coils seen correctly placed.; on (B)(6) 2015: she had an essure hysteroscopic sterilization 3 months ago. On scan today both coils were seen both correctly placed and she can discontinue contraception if she wishes; on (B)(6) 2015: ta/tv scans: normal sized anteverted uterus measures 7.5 ems long arid contains a homogenous myornetrium. No fibroids right and left essure devices seen extending to the cornue of the uterus. It is difficult to be sure but they appear to be extending into the cavity. Both ovaries are normal in size and appearance. Right ovary contains 1.5 cms dominant follicle consistent with week 2 of her menstrual cycle.; on (B)(6) 2015: essure devices correctly located partially in the tubes and partially within the uterine cavity.; on (B)(6) 2016: normal anteverted uterus with a thickened endometrium measuring 11.2 mm consistent with the stage in the patients cycle. A thin film of fluid noted in otherwise normal endometrium. Both ovaries are identified and appear normal. A dominant follicle measuring 22mm seen in the right ovary. No adnexal masses or free pelvic fluid.; on (B)(6) 2016: chaperone ds present. Lmp 4 weeks ago normal anteverted uterus with a thickened endometrium measuring 11.2mm consistent with the stage in the patients cycle. A thin film of fluid noted in otherwise norm al endometrium. Both ovaries are identified and appear normal. A dominant follicle measuring 22mm seen in the right ovary. No adnexal masses or free pelvic fluid; in 2019: devices were in the intramural part of each fallopian tube and that migration had occurred.; on (B)(6) 2019: normal sized anteverted uterus with a thin endometrium measuring 5 mm. Essure devices are seen in the intramural part of each fallopian tube. Both ovaries are identified and appear normal. No adnexal masses or free pelvic fluid batch no-c12707; production date- 2014-01-13; expiration date-2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/ localised pain / chronic pelvic pain female"), embedded device ("essure micro-insert embedded in cornus") and device dislocation ("essure devices had migrated further into the tube") in a 31 year-old female patient who had essure inserted (lot no. C12707) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("coils were left in each side, leading to a further removal"). The patient had a medical history of back pain, dyspareunia, multi gravida, pelvic pain, parity 6, intermenstrual bleeding, post coital bleeding, penicillin allergy, asthma, dyspepsia, hiatus hernia and c-section (3 times). As concurrent condition the report mentioned migraine (associated with vomiting and photophobia) since 2003. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced procedural pain ("mplantation procedure was painful but without complication"). Essure was removed on (B)(6) 2020. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), fatigue ("fatigue"), intermenstrual bleeding ("spotting between menstrual periods"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating"), anxiety ("anxiety"), dysmenorrhoea ("first menstrual period after implantation with the device was noticeably painful, heavy, and lasted longer than usual"), heavy menstrual bleeding ("first menstrual period after implantation with the device was noticeably painful, heavy, and lasted longer than usual"), abdominal pain lower ("pain"), device intolerance ("inability to tolerate the device.") And mental disorder ("psychological issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of bilateral essure devices / laparoscopic salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, fatigue, weight increased, intermenstrual bleeding, abdominal pain, back pain, abdominal distension, anxiety, dysmenorrhoea, heavy menstrual bleeding, abdominal pain lower, device intolerance, mental disorder and procedural pain had resolved. The outcomes for embedded device and device dislocation were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, device dislocation, device intolerance, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, mental disorder, pelvic pain, procedural pain and weight increased to be related to essure administration. The reporter commented: essure insertion details: findings: essure hysteroscopic sterilisation. 3 ml saline hysteroscopy. Good view. Normal cavity. Essure device inserted into each fallopian tube. 5 coils on right, 8 coils on left. Operative note: patient underwent an essure hysteroscopic out-patient sterilisation today (B)(6) 2014). The procedure was completed without any complications. Essure removal details: procedures: removal of bilateral essure devices; laparoscopic salpingectomy findings: omental adhesions inferior to umbilicus - not involving bowel; upper abdo - nad; uterus nad; ovaries/pod - nad; both tubes normal but essure devices seen within tubes procedure in detail: diagnostic laparoscopy - findings as noted left salpingectomy with' bipolar diathermy and scissors. - scissors to cut around essure - coil embedded within cornu of uterus. Removed under direct vision with grasper. - no fracture of the coil which was removed under direct vision through the lif port - remainder of the device remained embedded in the tube. Procedure repeated on right side. Again 1 coil remained embedded in the cornu of the uterus and removed the same both tubes with essure devices removed in small lap bag through umbilical port hemostasis' with diathermy to bleeding points on cornu of uterus. Following her removal procedure, miss roberts happily reports that all her symptoms have resolved. She notes her menstrual period is normal again for the first time in five years insertion date: (B)(6) 2015 (per mr discrepancy noted) 5 coils on right, 8 coils on left. She attended her gp to discuss her belief that the device was the cause of her symptoms and was referred to gynaecology. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.69 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: devices were deemed correctly placed and sterilisation was confirmed. [Ultrasound abdomen] on (B)(6) 2016: gallbladder contains at least two calculi. Largest measures 1.5 cms. No gallbladder wall thickening, summary: two gallstones. No duct dilatation or gallbladder wall thickening. [Ultrasound pelvis] on (B)(6) 2015: transvaginal ultrasound normal uterus and ovaries both essure coils seen correctly placed.; on (B)(6) 2015: she had an essure hysteroscopic sterilization 3 months ago. On scan today both coils were seen both correctly placed and she can discontinue contraception if she wishes; on (B)(6) 2015: ta/tv scans: normal sized anteverted uterus measures 7.5 ems long arid contains a homogenous myornetrium. No fibroids right and left essure devices seen extending to the cornue of the uterus. It is difficult to be sure but they appear to be extending into the cavity. Both ovaries are normal in size and appearance. Right ovary contains 1.5 cms dominant follicle consistent with week 2 of her menstrual cycle.; on (B)(6) 2015: essure devices correctly located partially in the tubes and partially within the uterine cavity.; on (B)(6) 2016: normal anteverted uterus with a thickened endometrium measuring 11.2 mm consistent with the stage in the patients cycle. A thin film of fluid noted in otherwise normal endometrium. Both ovaries are identified and appear normal. A dominant follicle measuring 22mm seen in the right ovary. No adnexal masses or free pelvic fluid.; on (B)(6) 2016: chaperone ds present. Lmp 4 weeks ago normal anteverted uterus with a thickened endometrium measuring 11.2mm consistent with the stage in the patients cycle. A thin film of fluid noted in otherwise norm al endometrium. Both ovaries are identified and appear normal. A dominant follicle measuring 22mm seen in the right ovary. No adnexal masses or free pelvic fluid; in (B)(6) 2019: devices were in the intramural part of each fallopian tube and that migration had occurred.; on (B)(6) 2019: normal sized anteverted uterus with a thin endometrium measuring 5 mm. Essure devices are seen in the intramural part of each fallopian tube. Both ovaries are identified and appear normal. No adnexal masses or free pelvic fluid batch no-c12707 production date- 2014-01-13 expiration date-2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-feb-2024: new event procedural pain was added. Event outcome updated as recovered resolved. Lab data, reporter causality comment updated. New reporter added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ localised pain') in a female patient who had essure (batch no. C12707) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy/abnormal bleeding") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, fatigue and weight increased had resolved. The reporter considered fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. Batch no c12707, production date 2014-01-13, expiration date 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ localised pain / chronic pelvic pain female') and embedded device ('essure micro-insert embedded in cornus') in a 31-year-old female patient who had essure (batch no. C12707) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (3 times), hiatus hernia, dyspepsia, asthma and penicillin allergy. Concurrent conditions included migraine (associated with vomiting and photophobia) since (B)(6) 2003. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), fatigue ("fatigue") and complication of device removal ("coils were left in each side, leading to a further removal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of bilateral essure devices / laparoscopic salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device and complication of device removal outcome was unknown and the genital haemorrhage, fatigue and weight increased had resolved. The reporter considered complication of device removal, embedded device, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: essure insertion details: findings: essure hysteroscopic sterilisation. 3 ml saline hysteroscopy. Good view. Normal cavity. Essure device inserted into each fallopian tube. 5 coils on right, 8 coils on left. Operative note: patient underwent an essure hysteroscopic out-patient sterilisation today ((B)(6) 2014). The procedure was completed without any complications. Essure removal details: procedures: removal of bilateral essure devices; laparoscopic salpingectomy findings: omental adhesions inferior to umbilicus - not involving bowel; upper abdo - nad; uterus nad; ovaries/pod - nad; both tubes normal but essure devices seen within tubes. Procedure in detail: diagnostic laparoscopy findings as noted left salpingectomy with' bipolar diathermy and scissors. Scissors to cut around essure. Coil embedded within cornu of uterus. Removed under direct vision with grasper. - no fracture of the coil which was removed under direct vision through the lif port remainder of the device remained embedded in the tube. Procedure repeated on right side. Again 1 coil remained embedded in the cornu of the uterus and removed the same both tubes with essure devices removed in small lap bag through umbilical port hemostasis' with diathermy to bleeding points on cornu of uterus. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: transvaginal ultrasound. Normal uterus and ovaries. Both essure coils seen correctly placed.; on (B)(6) 2015: ta/tv scans: normal sized anteverted uterus measures 7.5 ems long arid contains a homogenous myornetrium. No. Fibroids right and left essure devices seen extending to the cornue of the uterus. It is difficult to be sure. But they appear to be extending into the cavity. Both ovaries are normal in size and appearance. Right. Ovary contains 1.5 cms dominant follicle consistent with week 2 of her menstrual cycle.; on (B)(6) 2015: essure devices correctly located partially in the tubes and partially within the uterine cavity.; on (B)(6) 2016: normal anteverted uterus with a thickened endometrium measuring 11.2 mm consistent with the stage in the patients cycle. A thin film of fluid noted in otherwise normal endometrium. Both ovaries are identified and appear normal. A dominant follicle measuring 22mm seen in the right ovary. No adnexal masses or free pelvic fluid.; on (B)(6) 2016: chaperone ds present. Lmp 4 weeks ago normal anteverted uterus with a thickened endometrium measuring 11.2mm consistent with the stage in the patients cycle. A thin film of fluid noted in otherwise norm al endometrium. Both ovaries are identified and appear normal. A dominant follicle measuring 22mm seen in the right ovary. No adnexal masses or free pelvic fluid; on (B)(6) 2019: normal sized anteverted uterus with a thin endometrium measuring 5 mm. Essure devices are seen in the intramural part of each fallopian tube. Both ovaries are identified and appear normal. No adnexal masses or free pelvic fluid. Batch no c12707, production date 2014-01-13, expiration date 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: reporters added to the case; patient date of birth added to case; event "pain/ localised pain" updated to "chronic pelvic pain female"; essure information updated; adverse events added "essure micro-insert embedded" and "complication of device removal". A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ localised pain') in a female patient who had essure (batch no. C12707) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and genital haemorrhage ("heavy/ abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). At the time of the report, the pelvic pain, fatigue, genital haemorrhage and weight increased had resolved. The reporter considered fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. Batch no: c12707, production date: 2014-01-13, expiration date: 2017-01-31. Most recent follow-up information incorporated above includes: on 1-mar-2021: essure insertion and removal dates were updated. The event term pain was changed to pain/ localised pain. Salpingectomy was added as treatment. This event was upgraded to serious injury. The outcome was updated to recovered. New events fatigue, heavy/abnormal bleeding (serious), weight gain were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.